Event description:
Customer reported that the insulin pump alarmed motor error. He changed the infusion set and kept receiving motor error alarms during rewind. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Customer also stated that the backlight is turning on and off by itself. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected battery out limit alarms were noted. The backlight functioned properly. The pump passed the self test. However, the pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a scratched case, a scratched reservoir tube window, and a cracked belt clip slot.